Event description:
It was reported that the device exhibited a system failure and an auditory alarm failure. No patient injury was reported.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection was performed and no defects were observed. Review of the pump event history log showed primary audible alarm post messages. Functional testing was performed and the device functioned as intended. The root cause is undetermined as the reported event could not be duplicated. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.